Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2026-00564. Please reference file mrn 3012307300-2026-02374 for all details pertinent to this event.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Event description:
It was reported that the patient received continuous intravenous infusion of remodulin through pump. The patient reported being in the hospital and experiencing pump-related issues for a second time; it was unknown whether the patient was formally admitted. The patient stated that it took several hours to reattach the pump and cassette and to restore infusion overnight. The patient did not specify the nature of the pump issues. There was no reported patient involvement.